Event description:
This lead was implanted on (B)(6) 2009 and was taken out of service on (B)(6) 2011 due to the lead being damaged during open heart procedure. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).